Event description:
Initial and follow-up information received on 08/25 and 09/01/09 respectively were processed together: this non-serious spontaneous case report from a foreign country was reported by a physician via a medical representative and forwarded by our local affiliate. This case involves a female patient who developed a "nerve type pain" in her left temple several weeks after receiving poly-l-lactic acid (sculptra) therapy. No therapy details were provided. It is unknown if any corrective treatment was given, and event outcome is unknown. The reporter stated that this event "may be completely unrelated to poly-l-lactic acid therapy."

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: it revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in a foreign country. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.